Manufacturer narrative:
.

Event description:
The manufacturer's representative reported that after system implant, the patient experienced post-op left side hemiplegia and foot drop with motor deficit and some tremor. The patient also had ineffective stimulation. The patient's symptoms occurred whether the neurostimulator was on or off. It was noted that the lead was implanted in the cervical region for upper extremity pain. No patient treatment or outcome details were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.